Manufacturer narrative:
No definite root cause was identified. Internal investigation suspects the cause of the reported loosening of the locking nut as improper seating of locking nut during implant of the device.

Event description:
The physician explanted the pedicle screw system following complaint of pain by pt. A locking nut on right s1 location was disengaged allowing the rod to dislocate. The pysician reported the fusion procedure as successful, and therefore no replacement device was implanted.